Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that while assessing the placement of the ng feeding tube, the entire purple cap disconnected from the tubing. The ng tube was removed from the patient and replaced with a new tube. No adverse events.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.